Manufacturer narrative:
Evaluation on-going.

Event description:
(B)(6). Locking ring is not placed correctly. Unable to determine if screw is locked properly. No patient injury. No operation time delay.

Manufacturer narrative:
Manufacturing site evaluation: microscopic inspection of the received screw showed visible damage. There were circular wear marks and noticeable damage at the edges of the socket. Also, the last part of the thread was noted to be shared off. Batch history review: the device history files were reviewed and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch (52074414). Based on the information available as well as a result of our investigation, the root cause of the failure is most likely user related. The screwdriver was positioned and/ or driven with an incorrect angle (this is also mentioned in the surgeon´s statement); as a consequence the locking ring was probably displaced from the original position during the procedure. Corrective/preventive action: not applicable.